Event description:
It was reported that a balloon rupture occurred. A 10/3.00 flextome cutting balloon monorail was selected and advanced to treat the moderately tortuous right coronary artery. During procedure, the balloon ruptured at 10atm on the first inflation. The device was then removed intact outside the body and found no detachment of the blade. After performing ivus, the procedure was completed with a different device. No patient complications were reported and the patient¿s condition was good. However, device analysis revealed microscopically that very small sections (<1mm) of the blades had detached.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: device was returned for analysis. The returned unit was attached to an encore inflation unit. Positive pressure was applied. No leak was noted. The balloon was inflated to its rated burst pressure of 12 atmospheres. The balloon inflated and deflated successfully. The encore inflation unit was verified before and after use using a calibrated pressure gauge. A microscopic examination identified that very small sections (<1mm) of the blades had detached. The pads were intact. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).